Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt went for pump refill; 35 ml medication was aspirated though the pt did not show any symptoms of under-infusion. The pump was refilled completely using the isomed-refill kit and the pt was sent home. The next day, the pt went to the hospital by ambulance due to over-infusion symptoms only 8 ml was aspirated and it was not clear what happened with the other medication. The pt needed to stay two more days in hospital with artificial respiration. The pt was stabilized and sent home again. The pt went to another hospital for inpatient treatment (details not provided) and it was stated later died due to "non-pump or medication-related heart failure." The pump was explanted in (B)(6) 2010 and is stored at the department of public prosecution. It was not to be returned to the MFR for analysis. No further info was available from the physician. The drug in the pump at the time of the event was morphine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4). Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death. This event, however, was still reportable as a serious injury per 21 cfr 803.